Event description:
The pt reported she is not using her scs system as frequently due to the stimulation irritating her peripheral neuropathy. The pt also reports that her scs system might be explanted due to needing an MRI and other surgical interventions. There is no additional info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.